Event description:
Cor knot devices not loading properly. Reload not seating fully into device, device grinding. No patient harm. Opened new device to complete the case. Manufacturer response for automated suture fastening system, lsi solutions inc (per site reporter). Provided rga information and will credit upon receipt of defective product.